Event description:
In response to question related to extend that the implanted pain management device affected his ability to perform daily activities, the patient noted on survey that "this system does not seem to work." The patient is extremely dissatisfied with his experience with the implantable device and still takes oral medication daily to manage breakthrough pain. Additional information has been requested from the healthcare provider, but was not available at the time of this report.

Event description:
The customer reported the ortho provue analyzer misread sample reactions that contained mixed field reactivity. The ortho provue did not result the mixed field reactivity as dp (double population) as expected. No erroneous results were reported. A misread test result may lead to erroneous results being reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Lot 71077p100, expiration: n/a. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list #3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test. This issue was resolved with the implementation of a new lot of reaction vessels. There was no adverse impact to patient management reported.

Event description:
A surgeon reported that light scattering was observed on an intraocular lens (iol). Additional info has been requested.

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. Pre-ivus was completed. Then the lesion was predilated with the 2.5x12mm quantum maverick balloon. A 2.75x16mm taxus stent was implanted. The physician attempted to post-dilate with the quantum maverick balloon, but the balloon ruptured. The number of inflations and to what atms is unknown. The post-dilatation was completed with a 2.75x10mm non-bsc balloon. No patient complications were reported. Patient's status reported as "good".